Event description:
It was reported that after implanting an absolute pro stent in a superficial femoral artery lesion, it was noted that the product had expired in january. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - use after expiration; use in incorrect anatomy. Product performance engineering reviewed the incident information, however, the delivery system and the packaging were not returned to abbott vascular for analysis as it was discarded by the account; therefore, the expiration date on the specific product labels could not be confirmed. However, a review of the labels attached to the lot history record for this lot was conducted and all labels indicated an expiration date (use by date) of 01/31/2012, which is 36 month from the date of manufacture (02/28/2009). This confirms that the product was labeled correctly, and based on the reported information the product was used approximately (B)(6) past the labeled expiration date. The absolute pro .035 biliary self expanding stent system instructions for use (IFU) states: note the product use by date specified on the package. Additionally, it was noted that the absolute pro was used in the superficial femoral artery. It should be noted IFU states in the indications section: the absolute .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. A review of the lot history record for the reported lot revealed no associated non-conforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot.